Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that the drill turned on by itself during a procedure. The device was switched out with another one and the procedure was completed. There were no adverse consequences related to this event.